Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2143481 medical device expiration date: 19-apr-2025 device manufacture date: 23-may-2022 medical device lot#: 2157358 medical device expiration date: 03-may-2025 device manufacture date: 06-jun-2022.

Event description:
It was reported that kit grp a strep 30 test veritor false negative results occurring. The following information was provided by the initial reporter: n/a.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding complaint that alleges false negative when using kit grp a strep 30 test veritor (material # 256040), batch number 2143481 and 2157358. Bd quality performs a systematic approach to investigate false negative results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Bhr review and retention testing were performed on the batch number provided. No relevant issues were found. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false negative was identified. Currently no adverse trend for false negative results was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that kit grp a strep 30 test veritor false negative results occurring. The following information was provided by the initial reporter: veritor assay lot #s 2143481 and 2157358 are producing fn results.